Manufacturer narrative:
One device was returned for analysis of complaint of cassette not properly attached error. Event history was reviewed and there are no errors related to the customer complaint. Visual and functional testing was performed. During the investigation, the failure was not confirmed. All tests passed within specification. Probable cause was not determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit had a cassette not properly attached error. There was no patient involvement.